Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized in the Intensive Care Unit with an unknown blood glucose (BG) level with ketones of an unspecified size on (b)(6) 2026. Reportedly, due to the elevated BG, the customer lost consciousness. It was reported that an auto-off alarm occurred which resulted in the elevated BG. Customer was unsure of what treatment they received. Customer was discharged on (b)(6) 2026 with the issue resolved and no permanent damage.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.